Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and low back pain ('surgery/she had hysterectomy/back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced low back pain (seriousness criteria medically significant and intervention required), abdominal distension ("I have a really big bloated bloating"), fatigue ("chronic fatigue"), arthralgia ("hip pain"), pain ("body pain"), anxiety ("anxiety"), back pain ("lower back pain"), pain in extremity ("bottoms of feet hurt"), chest pain ("chest pain") and palpitations ("heart palpitation") and was found to have weight increased ("I have gained more weight wt gain") and uterine leiomyoma ("fibroids"). The patient was treated with hysterectomy leaving ovaries and surgery (she had hysterectomy). Essure was removed. At the time of the report, the medical device removal, low back pain, weight increased and arthralgia outcome was unknown and the abdominal distension and fatigue had not resolved. The reporter considered abdominal distension, anxiety, arthralgia, chest pain, fatigue, low back pain, medical device removal, pain, pain in extremity, palpitations, uterine leiomyoma, weight increased and back pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media,palpitations, chest pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content. Event added-palpitations, chest pain. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/she had hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("I have a really big bloated bloating") and was found to have weight increased ("I have gained more weight wt gain"). The patient was treated with surgery (she had hysterectomy). Essure was removed. At the time of the report, the medical device removal and weight increased outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, abdominal distension and weight increased. Most recent follow-up information incorporated above includes: on 29-nov-2019: all source document information, reporter, events and reference section from deletion cases (B)(4) were added to this case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.